Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported the device sys was removed due to infection. Cultures were obtained. The type of organism found was gram positive cocci. The sys was not replaced. Add'l info has been requested, but was not available as of the date of this report.